Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch and the eprom memory were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a safety switch error message. No pt injury was reported.